Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a sensor error alert shortly after inserting a new sensor. The blood glucose reading was 124 mg/dl. Customer stated that he was sitting at the time that the alert occurred and that it occurred during the initialization period. He stated that the sensor appeared to be fully inserted and flat against the skin. Nothing further was reported.